Manufacturer narrative:
(B)(4)

Event description:
Information was received from the consumer who was implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient had a fall a couple weeks ago and had a loop recorder put in 3-4 days prior to the report, noting electromagnetic interference environmental exposure. No symptoms were alleged but the patient saw a power on reset (por) when trying to adjust settings after they just got out of bed the day before. Cause, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information. A supplemental report will be sent if any additional information is received.